Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that following insertion the patient experienced pelvic floor muscle spasm and myalgia, levator muscle spasm, and dyspareunia.. It was reported that patient underwent removal of mid urethral sling on (B)(6) 2015 by dr. (B)(6).

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced recurrent urinary tract infection.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to sui. It was reported that following insertion the patient experienced pain, infection, urinary problems, bleeding, dyspareunia, and neuromuscular problems. It was reported that the patient had baxter implanted on (B)(6) 2009. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.